Event description:
Make choking incident worse; ordered a medical device called airway assist. I have two children - one is special needs and the other is only five, so both are potentially at risk of choking. The device is incredibly low quality and literally blows air down your throat when you use it. If someone was choking, the airway assist device would push the debris farther down instead of sucking it out. I will be returning this device to (B)(6) (where I purchased it) and would never use something like this. This device is a danger to the public, so I felt the need to notify you because it says "FDA registered" on the device. Please investigate this before someone is seriously injured or killed. Here is the link to the product that I purchased: (B)(6). Company name unclear. FDA safety report ID # (B)(4).